Event description:
It was reported that the customer has high blood glucose. Customer's mother stated that the blood glucose readings have been high as 600 mg/dl at night. Caller stated that something wrong with the insulin pump. The insulin pump has problems when rewinding. The current blood glucose reading is 565 mg/dl. Treated with manual injection. Customer has moderate ketones. The drive support cap is protruded. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.